Event description:
The dentist reported an incident involving suspect medical device painless steel needle 30ga short ((B)(4); expiration date:06/2019). The dentist used the suspect medical device on a healthy male pt for a conventional lower right mandibular block for a unknown dental procedure. The reporting dentist was new to trying this type of needle. No concomitant medication info was reported. Info on the type of local anesthetic used was not provided. Per reporting the dentist the needle broke off into the tissue of the pt's mouth. The involving suspect medical device painless steel needle was not bent before injection. The pt was noticed that the needle appeared to have broken off and was informed that an x-ray is needed to confirm the needle was present. The pt cancelled the follow-up appointment in the reporting dentist's office. On (B)(6) 2015 a local oral surgeon informed the reporting dentist that the surgeon had examined the pt. The pt was sent over to an oral surgeon facility for the removal of the broken needle, and the surgeon removed the needle using a unknown special procedure, without surgery. No sample is available for investigation as the needle involved has already been discarded. MFR#: 3007113445-2015-00001.